Manufacturer narrative:
The investigation determined that imprecise and lower than expected vitros phbr quality control results were obtained on a vitros 5,1 fs system. Precision testing using the affected vitros phbr slide lot (2532-0053-0615) and a different vitros immunorate slide assay (phyt) at the time of the event demonstrated un-acceptable performance of the vitros 5,1 fs system. Service actions were performed on multiple instrument subsystems. Following the service actions, acceptable vitros phyt precision testing was obtained. The customer's inventory of the affected vitros phbr slide lot (2532-0053-0615) had been depleted, so post service precision testing using this slide lot was not possible. Using a different vitros phby slide lot (2532-0053-1490) acceptable precision testing was obtained. The acceptable post service precision testing using both vitros phyt and phbr slides demonstrated the vitros 5,1 fs system was operating as expected following the service actions. A definitive assignable cause however cannot be determined. Neither an instrument issue, nor an issue with vitros phbr slide lot 2532-0053-0615 can be ruled out as contributing factors.

Event description:
The customer obtained imprecise and lower than expected vitros phbr quality control results when processed on the vitros 5,1 fs chemistry system. Vitros phbr results of 30.6 and 31.3 ug/ml vs. An expected value of 54.86 ug/ml were obtained. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient results were affected as the customer did not perform patient sample testing using vitros phbr slides during the time period that imprecise and lower than expected quality control results were obtained. There was no report of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).